Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-apr-2019, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 711.5 mcg/day via an implantable pump for intractable spasticity. It was reported the patient was not receiving adequate therapy despite dose increases. It was unknown what may have contributed or led to the issue. Diagnostics/troubleshooting included a dye study was performed and was unsuccessful. It was noted the catheter could not be aspirated at all. Actions/interventions included a catheter revision was planned, but not yet scheduled. It was noted that the issue was not resolved at time of report. Other medications included the patient was taking oral baclofen. The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. The patient's status at time of report was alive-no injury. The event date was november 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-dec-17. It was reported that the patient¿s old 8781 and 8782 were both explanted. The initial thought was that the anchor movement caused the flow to be occluded, but since the catheter was unable to be aspirated after revising, other causes of occlusion could not be ruled out. The products were returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8781, lot#/serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter; product ID: 8782, lot#/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. The code method for product ID: 8781, lot#/serial# (B)(4) has been changed (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported there was a possible catheter kink/partial occlusion. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. As previously reported, catheter aspiration was attempted, but was unsuccessful. Open exploration occurred. Upon opening the skin, the physician noticed an anchor suture may have failed and pulled from the fascia. The anchor appeared to have flipped over and was pointing caudally. This appeared to cause the catheter to make a 180 degree turn to the intrathecal space, potentially causing an occlusion. The physician repositioned the anchor and cut the pump segment off. Cerebrospinal fluid was observed. The surgeon tunneled the 8784 catheter and connected it to the tip segment, but was unable to aspirate the catheter. The surgeon decided to insert a new 8782 catheter intrathecally and connect to the 8784 catheter. The catheter was able to be aspirated at the catheter access port (cap) after the connection was made. It was indicated the patient's catheter (model 8781, serial number (B)(4)) was completely replaced on (B)(6) 2019. It was indicated the device would be returned, however, the hospital was in possession of the explanted device. It was reported the issue had resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the model 8782 catheter component (serial number (B)(4)) revealed a broken catheter body. Analysis of the model 8781 catheter component (serial number (B)(4)) revealed a non-significant anomaly regarding dried drug, blood, or foreign material occlusion. The results code and conclusion code pertain to the model 8782 catheter component with serial number (B)(4). The results code and conclusion code pertain to the model 8781 catheter component (serial number (B)(4)). If information is provided in the future, a supplemental report will be issued.